Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that yesterday while they were using the toothbrush, they noticed that the brush head came off and when they took the head off to clean it, they saw that the blade was split by the cut where the head goes. No injury was reported.